Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was incorrectly reported that the second lead was implanted. The patient's procedure was completed with only one lead implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the surgeon was implanting a second lead during the permanent implant procedure when a single contact sheared off the lead. The contact remains in the ligamentum flavum at t11-t12, as per the decision of the physician. The procedure was completed with only one lead. The patient's system was programmed and the patient reportedly receives effective stimulation therapy.